Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem ¿ supp correction d4: additional device information- correction model number should be blank. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.